Manufacturer narrative:
Please disregard initial report as this event was found to be a duplicate of event previously reported under 1038671-2023-00259.

Event description:
As reported, the patient had an initial right tka on (B)(6) 2018. The patient was revised and the poly swapped on (B)(6) 2023 due to instability and pain. No further information provided.

Manufacturer narrative:
H3: pending investigation. D10: (B)(6), 02-010-03-0340 - logic cr femoral cem, right, sz 4. (B)(6), 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t . (B)(6), 200-02-32 - three peg patella 32mm. H7: z-0021-2022.